Event description:
The external pulse generator was returned for a "factory upgrade" and subsequently tested out of specification during manufacturer's analysis.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action, but returned product testing found the device did not perform as described in the field action. Product event summary: analysis found the lower case was broken, the side bail covers and ring cover were contaminated, the lead flex cover was corroded and the liquid crystal display was missing pixels. (B)(4).